Event description:
The initial attorney report alleged pain and surgical intervention due to a defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2002: repair of abdominal wall incisional hernia with implantation of composix mesh. On (B)(6) 2005: repair of four ventral hernias around the previously implanted composix mesh. This hernia repair was completed with a non-bard mesh. On (B)(6) 2005: explant composix mesh and non-bard mesh.

Manufacturer narrative:
Three years after initial abdominal wall incisional hernia repair, pt experienced a second hernia episode consisting of four ventral hernias around the previously implanted composix mesh. This hernia repair was completed with a non-bard mesh. Twelve days later, the pt presented with pain, fever and chills. Cat scan showed a possible abscess adjacent to the mesh as well as a small bowel obstruction with dense adhesions. Pt underwent exploratory laparotomy and was found to have infected mesh resulting in both the composix mesh and the non-bard mesh being removed. The information provided indicates that the pt was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The pt was also treated for adhesions, which is a known possible adverse reaction listed in the IFU. A manufacturing review of device history records was performed and no evidence of a manufacturing related cause was found for the alleged event. Additionally, no sample has been returned therefore, no evaluation could be performed. With the currently available information, no firm conclusions can be drawn. If additional event and/or evaluation information is obtained, a follow-up MDR will be submitted.